Event description:
The dental implant, fx6010swc in tooth location #30 was removed on (B)(6) 2015 due to broken abutment screw after 2 years implantation. The abutment was manufactured in other company, a parent company of (B)(4). The condition of the patient is stable, and new implant was placed to the patient.